Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3889-28, lot # va11m35, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she was feeling stimulation after her implant up until 2 o¿clock morning on the day of this call then she stopped feeling stimulation. She increased stim all the way to highest setting which was 8.5v on all her programs but she was still not feeling stimulation. She called her healthcare provider (hcp) and they instructed her to increase stim on all her programs but still did not feel stim. A week later, the patient reported via healthcare provider that since implant, she has had nausea and violent bowel symptoms with implantable neurostimulator (ins) on. When ins was off, the issue resolved. She lost stimulation randomly on (B)(6) 2016 and had tried all four programs while turning stim up to 8.2v. She still had therapy relief with ins on but has had the ins off since (B)(6) 2016. Hcp ran impedance test at 2.5v 210um 14hz and a possible short was noted on contact 3. Hcp later provided that they switched the patient from program to the other program and patient kept feeling stim in her back area on the other programs. It was indicated that stim was not as strong as before. They took x-ray of the lead and x-ray confirmed posterior migration of the lead. They planned revision with the new lead. The cause of lead migration was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.